Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. The imaging provided shows that one independence mis anchor head has backed out of the hedron ia spacer. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that an anchor is backing out of a hedron ia cage 2 weeks post-operatively.